Event description:
It was reported that the patient  has two controllers and one is not working or powering on. The patient states they had charged their controller all night and did not advance. Patient services (pss) advised to reset controller and controller does not come on without battery pack to the wall. Controller does power on with aa batteries. Pss confirmed another outlet was tried. Pt states she doesn't see any lights on the ac power either. Pt states she tried the other ac power and the controller did power that on and was at 40% and currently charging. Pt's controller was now charging however once the controller is unplugged from wall everything shuts down completely. The issue was not resolved. No symptoms were reported. Additional information was received, it was reported pt called reporting she is having the same issue as before and the ac power did not work. Pt called from phone 2 and mentioned the controllers they were using were not working to charge their implanted neurostimulator(ins). Pt was escalated from the start of the call. Pt mentioned they had 2 ins, one on the right and one on the left and the issue was occurring with the one on the left. Pt said their right ins was charged at 70% and the controller was at 50%. Pt said they had started charging the left ins this morning with the controller at 70 or 80% and the ins at low. Pt said they got "no device found" over and over again, but finally got the left ins to charge. Pt said they charged the left ins up to 80% this morning, but then the controller was too low on charge to charge the left ins up any longer and then they charged the controller. During the call, the left controller was at 40% and the ins was at 80%. Pt said they got no device found when attempting to connect wirelessly with the left controller. Pt connected successfully wirelessly with the left controller on the call. Patient services specialist(pss) explained to the pt the reason they may have gotten no device found earlier was because the ins charge was really low. When pt attempted to initiate a recharging session of the left ins, pt got "unfamiliar device found" screen and then started charging the left ins. Ins charge was 70% and controller charge was 50%. Patient services specialist(pss) explained to the pt that they may be trying to charge the right ins with the left controller and that was why they got "unfamiliar device found." Pt insisted they were charging the left ins and not the right ins(but the percentages match the right ins from the start of the call). Pt was recharging excellent and maintained excellent charge quality for several minutes on the call. Pt seemed confused on the call and was not receptive at all to the explanations of pss. Pt mentioned previous recharger antenna and controller replacements. Pt said "it's excellent as long as they want to make it excellent, but in a minute the controller would say poor quality." Pt said "it's just going to stop at 80% and will not go to 100%." Pt said it would not charge past 80% and would just say "finished." Patient services specialist(pss) explained the meaning of "finished" and redirected to hcp if the ins did not charge past 80% because pt had nearly all of their equipment replaced recently in the past. Ins charge was 90% and controller charge was 40% at end of call. Pss reviewed with the pt that all external equipment appeared to be functioning as designed on the call. Pt said they had been trying to get in to see hcp, but pt had not been able to get in to see them. Pss sent the pt physician listings via email.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) . Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.